Event description:
It was reported that the patient had a post-operative complication. Patient underwent component removal. "Excentration of the humeral prosthesis with postero superior glenoid wear which lead to shoulder pains and motion limitations."

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. The device disposition is unknown.

Manufacturer narrative:
The reported event (implant - migration) could be confirmed. The device was not returned but evidences were provided based on the reported data (x-ray and medical report). A device inspection was not possible since the affected device was not returned for investigation. Since data and x-ray and medical report, the opinion of the medical expert was requested and stated as following: this case describes the revision of a flex shoulder system pyrocarbon humeral head because of pain and limitation of motion. Please note that the revision has taken place approximately 7 years after the index-surgery. The x-rays show status after rotator cuff surgery (suture anchors and little suture plate in place) and the flex shoulder system with the pyrocarbon humeral head. The x-rays show the eccentric glenoid wear posterosuperior. The surgeon describes the rupture of the rotator cuff. Pain is a difficult matter however and due to the inflammatory response of many structures in the joint, it is difficult to appoint the exact structure that is causing the most pain. In this case, the root cause is rotator cuff deficiency and glenoid wear, and most like acromial abutment and overstuffing may play a role as well. The residual risks of progressive rotator cuff failure and of the wear of the native glenoid are disclosed in the risk management file. Based on investigation, the root cause was attributed to a patient condition related issue. The failure was caused by rotator cuff deficiency and glenoid wear. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient had a post-operative complication. Patient underwent component removal. "Excentration of the humeral prosthesis with postero superior glenoid wear which lead to shoulder pains and motion limitations."